Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient experienced pain at the midline incision due to significant scar tissue built up. Surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.